Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification stating that the pump stopped insulin delivery. Reportedly, customer removed and reinserted the infusion set and was able to resume insulin. The customer declined to provide further information. There was no known impact to the customer's blood glucose.